Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the display window, cracked casing at a display window corner, cracked belt clip slot, broken battery tube threads, and a stained end cap sticker.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system error alarm. The patient's blood glucose at the time of incident is unknown. The caller confirmed that there was damage to the battery cover, a crack on the reservoir window, and a discolored medtronic logo. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.